Manufacturer narrative:
Zimvie received one (1) t3pt4310, (t3® pro tapered implant 4/3mm (d) x 10mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent damage / malfunction was identified with the implant that would cause or contribute to the reported event. Markings likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022091203. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091203 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿pain¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" "contraindications" "precautions" based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are inadequate treatment planning - customer error. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site # 29 was removed due patient feeling discomfort. 1 week post operative, patient having a lot of pain around #29. No signs of infection at 2 weeks still pain but no infection. Scheduled for surgery (sx) to expose the implant because (bc) the patient stating she had a lot of pain. Implant exposed and buccal, lingual bone present but the implant was loose. Implant removed. Initial torque 60ncm symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6b: explant date unknown / not provided.